Event description:
The sales representative reported that during surgery an adjustment was made to the driver and the tip twisted/bent. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Evaluation is pending.